Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported low blood glucose. Customer's blood glucose was 69 mg/dl at 5 am and around 8 am he was at 31 mg/dl. Troubleshooting was done. Customer had paramedics come out to make sure he was trending upwards after treating. Customer stated he was treated with glucose tabs, orange juice and grape juice. Customer stated unable to continue the troubleshooting due to his appointment. Advised customer that we will call him back. No further information provided.